Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: 2007-(B)(6), product type: programmer, patient. Product ID: 3889-28, serial# (B)(4), implanted: 2007-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient called healthcare provider¿s office because it's been years since anyone had looked at her ins (stimulator). She believes the ins needs to be replaced. About a year after she moved, she fell and the ins started giving her "weird sensations" so she used the pp (patient programmer) and she believes she turned it off. Since then the batteries in the remote got "all yucky" from the heat and humidity. She put new batteries in the pp but the pp will not turn on. When she got the ins she could only go to the bathroom when she was able to not when she needed to. Now her lifestyle had changed. The patient doesn¿t seem to have any problems anymore. She was wondering if that was possible and if the ins could be doing the same thing inside of her like the battery in the pp did. The patient stated she's was fine and reported no pain or discomfort. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.